Manufacturer narrative:
Device received with intermittent button response due to moisture damage keypad trace. Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system excessive no delivery alarm and displacement test. No excessive no delivery alarm. Missing end cap sticker. Number does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had high blood glucose. Customer's blood glucose was 598 mg/dl. Customer's blood glucose was 490 mg/dl at time of call. Customer declined troubleshooting. Customer reported that the device had a keypad anomaly. The numbers were ramping on their own. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.